Event description:
The customer reported that she had a high blood glucose but not hospitalized. The customer's blood glucose level was 500 mg/dl. The customer was treated for high blood glucose. The customer stated they did not contact their healthcare provider for high blood glucose. The customer stated that they do no have a back up plan. The patient was treated for high blood glucose. The patient was advised to call healthcare provider and following the guidelines in their IFU or seek medical attention and call back letter to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.